Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient stated that purewick urine collection system was not suctioning at all. Stated they called a few weeks ago and trouble shoot unit and then it started to work again but past week it had stopped. Representative did trouble shoot unit it failed water test did not suction any water. Kit was purchased less then 60 days ago. Representative informed they would need to replace the kit. Since its still within warranty informed they would send one at no cost advised that they also send a bio box label for the defective kit. Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as a suction failure. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient states unit is not suctioning at all. States she called a few weeks ago and ts unit and then it started to work again but past week it has stopped. Rep did ts unit. It failed water test - didn't suction any water. Kit was purchased less then 60 days ago. Rep informed we will need to replace the kit since its still within warranty informed, we would send one at no cost. Advised that we will also send a bio box w/ label for the defective kit; (B)(4). Used with female wicks. No additional information provided. Troubleshooting did not resolve issue.